Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore a lot history review cannot be performed. The device was not returned for evaluation. Therefore, the investigation is inconclusive for the alleged component missing. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606150j implanted ports allegedly experienced component missing. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code for the titanium low-profile implantable port, groshong single-lumen, 8f products is identified in d2. H10: the lot number for the device was not provided and a lot history review was not performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigating is inconclusive for component missing and missing information. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606150j implanted ports allegedly experienced component missing and missing information. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.